Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that error code 201 "ac pump in wrong direction" received during procedure on a plasma collection system. After procedure was completed machine was taken out of service. When staff turned on machine heard clicking noise and smoke coming out back panel. No donor injury was reported. No operator injury was reported. The machine was evaluated by a haemonetics field service engineer on (B)(4) 2011. The power supply was found to be out of specifications. No evidence of spark or fire. Power supply was missing 15 volt channels and was cycling on and off when machine powered on. The power supply was replaced. The ac pump motor was replaced preventively as bearings were making noise. The machine now meets haemonetics specification. In the environment this device is used, a power failure will render the equipment inoperable and the donation terminated. There would be an opportunity for gravity reinfusion depending on the phase of the procedure and donor status. If a blood loss were to occur, anemia may be a risk, however this would be a temporary condition resulting in donor deferral.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that error code 207 "ac pump in wrong direction" received during procedure on a plasma collection system. After procedure was completed machine was taken out of service. When staff turned on machine heard clicking noise and smoke coming out back panel. No donor injury was reported. No operator injury was reported.